Manufacturer narrative:
A steris service technician arrived onsite and identified the sterilizer be removed from service for investigation. The sterilizer was manufactured in 2002 and is not under steris service contract. Investigation of this event is currently in process. A follow-up report will be submitted should additional information become available.

Event description:
The user facility reported that during a sterilization cycle steam escaped from the back on their unit. No injuries or procedural delays or cancellations were reported.

Manufacturer narrative:
Steris was unable to inspect the unit subject of the reported event as the sterilizer was removed from the user facility. The user facility stated that the sterilizer was properly disposed of by a third-party contractor. As steris was unable to inspect the sterilizer a root cause of the reported event cannot be determined.